Manufacturer narrative:
The device was not returned to riverpoint for investigation. A DHR investigation was performed and no issues were noted with the lot during manufacturing. Product met all requirements prior to release. As part of riverpoint's investigation into the complaint, retains from the same lot were tested for finished goods testing and all samples passed. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical, or its employees, that riverpoint medical or its employees have caused or contributed to the event described in this report.

Event description:
According to the reporter, "during second degree tear repair from birthing, when trying to anchor apex, needle broke as fine needle which is not utilized for muscle repair. A new suture was opened to complete the case. There was no patient injury."